Manufacturer narrative:
A ge representative evaluated the system and tightened a connector on the image processing computer. System operates as intended.

Event description:
The customer reported the system will not take exposures. No patient injury was reported.